Event description:
The customer, a biomed, contacted physio-control to report that their device kept resetting itself and would not complete the boot-up cycle. This was discovered during routine preventative maintenance. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio opened the device and observed that the screw posts on the system controller (sc) pcb assembly were not completely screwed in, which caused the sc pcb pin connector to not be flush with the therapy pcb. This intermittent connection could lead to the device not completing the boot-up cycle. This was not observed during testing, however. Physio then tightened and reseated all of the loose connections and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.